Manufacturer narrative:
D10 concomitant product: scba, battery scba (serial#: (B)(6)); scgaa, reusable generator a scgaa (serial#: (B)(6)) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the dissector had a fractured waveguide. The tip was not returned. The troubleshooting found the assembled device returned a green light and produced a welcome tone. The assembled device immediately alarmed when activated. The waveguide was inspected under magnification and the origin of the crack was identified. Investigation personnel concluded that the titanium waveguide became cracked from continued use after it may have come in contact with a metallic object. Use after damage can cause the cracked waveguide to break off. It was reported that there was no activation during procedure. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the device was assembled according to the factory instructions and it did not work, red light was on. The generator and battery was replaced and it still did not work, the doctor performed the surgery without the device. No part of the dissector broke. The device did not break during the procedure, and no piece fell into the patient's cavity. There was no patient injury. Medtronic's initial evaluation of the incident device found that visual inspection of the disposable device revealed that the dissector had a fractured waveguide. The tip was not returned.